Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a ncb cancellous screw 5.0 32 l=75 on (B)(6) 2012 on the right side. The patient developed significant arthribrosis as a result of the rehabilitation after her right fracture. The patient underwent a revision surgery on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient developed significant arthrofibrosis (complication of injury or trauma where an excessive scar tissue response leads to painful restriction of joint motion) as a result of the rehabilitation after right fracture. The product was implanted on (B)(6) 2012 and was revised on (B)(6) 2013. Review of incoming information. Surgical report implantation dated (B)(6) 2012: a (B)(6) female patient underwent osteosynthetic reconstruction with ncp plate due to right femur periprosthetic fracture (2 years post total knee arthroplasty). The report stated that excellent repositioning of fragments and excellent fixation of the plate were achieved. Surgical report of revision (B)(6) 2013: the patient underwent revision surgery due to significant arthrofibrosis after periprosthetic fracture reconstruction surgery. As first step surgeon performed an arthroscopic diagnosis of the joint, it was observed a significant and a severe veil of scar in the suprapatellar pouch, within the notch and along the anterior interval. Second arthroscopic portal was performed to debride the anterior interval, in order to elevate the patellar tendon. Notch was debrided as well to remove scar tissue. After this debridement a higher range of motion was achieved into patient joint. The report stated that surgeon decided to remove the plate, but this surgery was described in a separate report which we did not received. Therefore, it could be that the plate was removed simply because full osteosynthesis was achieved. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Root cause analysis: neither x-rays, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components was unknown. Patient factors that might affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. One of the most unfavorable outcomes of knee surgery is arthrofibrosis, more commonly known as "stiff knee syndrome." This condition is more likely to occur in patients who have had severe knee injuries as well as those with multiple or prolonged knee surgeries. Arthrofibrosis happens when scar tissue builds up inside the knee, causing the knee joint to gradually shrink and tighten. However, it is widely accepted that an aggressive rehabilitation protocol is mandatory for a proper rom recovery and to avoid the onset of arthrofibrosis and heterotrophic ossifications. Rehabilitation protocol and adherence to them ares not under zimmer control. In conclusion, due to significant lack of information, it was impossible to perform a meaningful analysis of the reported event. However, the possible causes for the event are covered in the dfmea ot the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).